Event description:
On (B)(6) 2011, pt reported she is currently in hosp because of elevated blood glucose levels. Pt stated the hosp advised her that her infusion device was not working. Pt reported she did not notice anything was wrong with the infusion device. Pt stated her blood glucose was okay prior to (B)(6) 2011. Pt reported her blood glucose level was 534 mg/dl when she was admitted to the hosp on (B)(6) 2011. Pt stated she was disconnected from the infusion device and placed on an insulin IV. Pt's target blood glucose level is 150 mg/dl. Pt reported her blood glucose level was back to normal by 1-2 pm. Pt stated she is still in the hosp but is currently on insulin injections. Pt reported the infusion adapter has not been changed in a long time. Had pt attempt to prime the infusion tubing; rec'd an e4 (occlusion) error message after a few units. Verified device is not connected to pt and this did not occur on yesterday. Advised pt to disconnect the infusion tubing from the insulin cartridge and prime; e4 did not display. On call back pt reported she just arrived home and doesn't have any new infusion adapters. On f/u call on (B)(6) 2011, pt reported she was released from the hosp on (B)(6) 2011 and reconnected to the infusion device once she got home. Pt stated she changed the infusion adapter and her blood glucose levels have remained in normal range since that time. Pt reported everything is working okay. Pt no longer has alleged accessories. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.